Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip separated. The heater wire detached. They had to use another product to finish case. There was no delay. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated filed: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 09/23/2025. An investigation was conducted on 10/02/2025. A visual inspection was conducted. Signs of clinical use and evidence of dried blood was observed on the heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No additional testing was conducted due to the condition of the heater wire. Based on the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000497951 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system